Event description:
It was reported that the patient presented a wound infection post operatively. The patient required further surgical intervention to remove the suture and debridement. Culture performed was positive, but the type of organism was not disclosed. Patient placed on antibiotic therapy. This device is used for treatment.

Manufacturer narrative:
Device history review revealed no issues with the sterilization of this lot. This is the first complaint of this nature for this part/lot combination. Based on previous evaluations, infection cases are usually hospital acquired, not a product related issue. The type of infection found in the patient remains unknown. A definitive conclusion, however, could not be determined from this event.